Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent ipg and lead replacement procedure. The patient was doing well postoperatively. All explanted device components were not returned per physicians preference.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5105877/5108198.